Event description:
It was reported that the customer experienced a "high" blood glucose (bg). Cause was unknown, and a specific bg value was not provided. Customer changed infusion sets, administered manual insulin injections, and delivered a correctional bolus to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.